Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, infection, increased sensitivity, swelling, mobility. Failures are due to bad hygiene. Same patient as (B)(6).